Event description:
It was reported that a pta balloon was difficult to deflate. Reportedly, the physician was able to completely deflate the pta balloon and remove the pta balloon dilatation catheter without disturbing the introducer sheath. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device was provided. The device history record were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned to the MFR for eval. The investigation is currently underway.